Event description:
The customer reported that the system locked-up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The real time operating system, general purpose operating system, fluoro functions board and the interconnect cable were replaced. The software was updated and iris calibration was performed. The system was tested and found to be working as intended and put back into service.